Manufacturer narrative:
The device passed the self test and the displacement test. No unexpected pump error 53 alarms noted during testing however, the downloaded history files confirmed pump error 53 alarm (line number 5632 file number 2005) due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a software error detected. Customer's blood glucose value was 22.0 mmol/l at the time of the incident. Customer was able to clear the alarm. Customer was unable to complete pump rewind. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.